Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils not being found'), pregnancy with contraceptive device ('pregnancy #2 after essure') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have the hsg testing done" and device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and frustration tolerance decreased ("frustated") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and frustration tolerance decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, frustration tolerance decreased and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced another pregnancy episode captured under the case (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation, pregnancy with contraceptive device, abortion spontaneous, device ineffective, frustration tolerance decreased, device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils not being found'), pregnancy with contraceptive device ('pregnancy #2 after essure') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have the hsg testing done" and device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and frustration tolerance decreased ("frustated") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and frustration tolerance decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, frustration tolerance decreased and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced another pregnancy episode captured under the case (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation, pregnancy with contraceptive device, abortion spontaneous, device ineffective, frustration tolerance decreased, device monitoring procedure not performed. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.